Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when in use, there is a brake, when the catheter body is pulled out to remove the needle. There was patient involvement and no consequences for the patient.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product nor photographs have been returned, therefore no failure investigation could be made on the product to evaluate/replicate the reported problem. On the basis of the available evidence and with no product available for evaluation, we cannot confirm whether a quality related issue has resulted in the customer reported problem. Based on the evidence currently available, the reported allegation could not be confirmed, therefore no action will be implemented at this time. If the product becomes available, we will reopen the investigation. The DHR review showed that no nonconformances were raised during the manufacturing of the lot involved.